Event description:
The customer reported that their information center would intermittently lose traces approximately every half hour. Additionally information was provided that the system would "freeze" or lock up. The device was in use monitoring patients. No adverse event was reported.